Event description:
It was report during a post-operative x-ray, the implanted innate screw was bent (event date unknown). Per information received, the patient had been compliant. It was also reported the removal and revision surgery was planned; however, attempts were made to obtain further information to no avail. No further information is available.

Manufacturer narrative:
Manufacturing and inspection records could not be reviewed as device model number and batch/lot number is unknown. Based on the information received, the root cause could not be determined. Attempts were made to obtain further information to no avail. No further information is available.